Event description:
It was reported that during use of the catheter pscc100 pulseselect, there were catheter steering and deflection issues, as well as an alleged product issue. When attempting to put the catheter in the long position, the slider was blocked at the middle, as if there was an obstacle preventing the array from being fully extended. Multiple attempts and manipulation of the handle were required to push the slider completely. The case was completed, and the patient was alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012715302 was returned and analyzed. No anomalies were identified during external visual inspection of the array and shaft segments. During external visual inspection of the handle segment, the shaft was observed to be broken at the handle distal end. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170 degrees (°) rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test did not reveal any anomalies. In conclusion, the reported issues (catheter steering, deflection and slider issues) were not confirmed through testing. The catheter failed return inspec tion due to a broken shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.